Manufacturer narrative:
This report is submitted on december 3, 2020.

Event description:
Per the clinic, the patient experienced pain subsequent to sustaining a head trauma, resulting in the decision to explant the device on (B)(6) 2020. There are plans to reimplant the patient with a new device; however, it is unknown whether this has occurred as of the date of this report.